Event description:
Customer reported that capture IV cells used on galileo missed an antie in a patient sample.

Manufacturer narrative:
The customer's returned sample, 5 in-house donor samples and a known anti-e positive sample were tested with retention capture-r ready-screen 4, lot k160 on an in-house galileo. The in-house donor sample and known anti-e sample reacted as expected. The returned sample showed a 4+ positive reaction with cell 2. The returned sample was tested again on an in-house galileo with 4 in-house donor samples using retention crrs 4 lot k160. The in-house donor samples reacted as expected. The returned sample as negative. The event appears to be related to the nature of the sample.